Manufacturer narrative:
(B)(4). The device was returned for evaluation. Functional flow rate testing did not identify any abnormalities that could have contributed to the reported condition. The evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor under-infused during a patient infusion of 70 ml of fluorouracil and 22 ml of saline. The reporter stated that the expected flow rate was 92 ml/48 hours; however, the actual infusion took about 72 hours to complete. There was no patient injury or medical intervention associated with this event. No additional information is available.